Manufacturer narrative:
Na.

Event description:
The event occurred on an unknown date in 2020. Customer states unit fails volume accuracy test. During investigation, the delivery accuracy test was performed to attempt to duplicate the reported is unit fails delivery accuracy test. The reported issue was duplicated. The reported issue was not confirmed in history. The probable cause of the reported issue is a defective mechanism. The probable cause of the mechanism failure is e380 plunger motor.